Event description:
It was reported that the burr stuck on wire. The target lesion was located in the left anterior descending artery. A 1.50mm rotapro and rotawire were selected for use. During the procedure, it was noted that the burr was stuck with the wire. Both devices were removed as one unit. The procedure was completed with another of same device. No patient complications were reported.